Manufacturer narrative:
7 pen needles affected by event. H3 other text : device is not available.

Event description:
After injecting insulin into the patient ((B)(6))on the morning of (B)(6) 2024, the exposed needle was returned to the outer cover and then unscrewed and discarded. During the process, the needle was easily separated from the outer cover. Such incidents have occurred more recently; when the outer cover and the when the needle is separated, the nurse needs to unscrew the insulin needle with bare hands and discard it, which can easily cause the nurse to puncture the needle. On april 15, the customer service called the contact person to verify the information: item no. 329491, 14-pack, indicating that at least 50% of the needles were easily separated from the needles when the outer cover was put back on after injection. The sales time of the product is unclear. The customer service contacted the department, there are no samples and no survey response is required.

Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. Corrections made to sections d3 (country type & country) and h6 (component code, type of investigation & investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the (B)(4) complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.